Event description:
It was reported that, "during the surgery, the surgeon could not use the exeter acetabular pressurizer because the t-leveler has been too tight."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.